Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device was returned and examination of the returned part determined that returned tasp lot 62385455 exhibits signs of repeated use ( nicked or gouged ) and anterior section of post has been fractured off, all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Root cause was determined to be a previously-addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the instrument was received in a fractured condition. No adverse events have been reported from this malfunction.